Event description:
During rotablation of right coronary artery scimed floppy wire was used with 1.5mm burr standard technique with platforming outside and inside body. 6 runs (rotablator) performed at 155-160,000 rpm for 10-25 seconds. 7th run wire broke. Unable to retrieve. Pt went to CABG x1 and wire was removed.